Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited noise on the rv channel. The noise was oversensed and resulted in up to a 5 second pause of pacing inhibition. It was noted that all other lead measurements were stable and did not reflect any issues. Technical services (ts) discussed trying to recreate the noise. The device and lead were successfully replaced without complication.

Manufacturer narrative:
At this time this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.